Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's pump case fell causing the infusion to be pulled out. There was no reported adverse impact to the customer's blood glucose. Although requested, the customer declined to perform troubleshooting with tandem technical support.